Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a hawkone-m atherectomy device, the tip of the device detached in vivo and was not removed, instead being tacked to the vessel wall. This detachment was associated with guidewire prolapse. The patient required surgery where a covered stent was placed over the device in the proximal superficial femoral artery. The procedure was aborted. The event took place in the left peripheral artery, specifically the proximal superficial femoral artery, which had a 90% stenosis and was calcified with plaque. A 6fr 55cm non medtronic sheath and a .014 non medtronic wire were used, and the vessel was pre-dilated with a medtronic rapid cross device. Minimal resistance was encountered when advancing the device, but no excessive force was used. The tip detachment occurred at the hinge pin.